Manufacturer narrative:
Product analysis results are: the event was confirmed; with moderate pull, the rear handle could easily be detached from the delivery system. The root cause of the event was most likely due to the reduction in the rear handles resistance to detachment, brought about by a rear handle supplier change.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51 mm diameter abdominal aortic aneurysm. It was reported that the distal part of the handle on the delivery system separated (right side). Per the physician the cause of the event is unknown. It was also reported that the patient also had a left external iliac rupture due to balloon inflation of another manufacturer's balloon. The iliac artery ruptured because of anatomy. The patient was treated with an (B)(4) endurant stent graft and the issue was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.